Manufacturer narrative:
(B)(4).

Event description:
It was reported that stimulation was intermittent following a fall about 2 weeks ago. It was reported that the right lead was to cover her right sided pain. It was reported that an x-ray had not been done to confirm lead migration or fracture. High impedance readings were reported.